Event description:
Boston scientific crm received information that while attempting to explant the non-boston scientific ra lead for deterioration of the insulation, the physician was unable to remove the lead's terminal pin from the device header despite loosening both set screws. When the physician pulled on the lead, the insulation separated near the terminal pin. The decision was made to cut the ra lead. The remaining proximal end of lead was surgically abandoned and secured with suture to fascia. The device was explanted with the terminal pin remaining in the device header. It was noted that the non-boston scientific ra lead's outer insulation had deteriorated prior to the attempted removal from atrial port. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated.